Manufacturer narrative:
Per the user guide: check that your connection between the cartridge tubing and the infusion set tubing is tight and secure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not securely fasten the cartridge and infusion set tubing luer lock. After the customer dropped the pump, the cartridge and infusion set tubing disconnected. Customer reconnected the two. Blood glucose was 325 and a bolus was delivered. During system check with tandem technical support, customer confirmed that the luer lock was connected securely and there was no leakage. Customer declined further assistance.